Event description:
It was reported that the paramedics were called to assist a customer with low blood glucose. Caller stated that the blood glucose reading was unknown to low when paramedics arrived. Customer blood glucose reading was 73 mg/dl after 60 grams shot of glucagon. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.